Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. There was no harm or injury reported. Customer has requested device be returned unrepaired. The device was returned unrepaired per customer request.